Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the tissue pad was damaged. The doctor commented that no pieces of the tissue pad were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.